Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used three 512sd's (stretched gaskets). The outer gasket on the 512sd split and leaked. Oneseals were put over the leaking trocars. The surgeon also used two ms512's and one oneseal. Both tore and leaked co2. They were replaced. There was no consequence to the patient.